Manufacturer narrative:
This report is associated with (B)(4) biotene mouth spray (original).

Event description:
Consumer called in about biotene spray and asked if you can get addicted to the product [drug addiction]. The consumer stated that her sister takes the top off and put it in her mouth [wrong technique in device usage process]. Case description: this case was reported by a consumer and described the occurrence of drug addiction in a female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray (original). On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced drug addiction (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the drug addiction and wrong technique in device usage process were unknown. It was unknown if the reporter considered the drug addiction and wrong technique in device usage process to be related to biotene mouth spray (original). Additional details, adverse event information was received on 17 april 2018. The consumer called in about biotene spray and asked" if you can get addicted to the product. The consumer stated that her sister takes the top off and put it in her mouth." Follow-up information was received from the reporter on 26 april 2018 via a phone call with gsk safety. The reporter denied permission for follow-up and stated, "everything is okay now." No further information was provided.